Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: patient is reported to be a female in her 20s h3, h4, h6 investigation summary: investigation summary : the complaint condition could not be confirmed according to the received pictures, due to the missing detailed and close photo shots. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No issue with a2fn nail. The device was removed as it was no longer needed for stability. No device was reinserted into the femur. The osteotomy involved a small incision of approximately 1 cm to dislodge a locking screw to ease the removal of the nail. Surgery was delayed by one (1) to two (2) hours.

Manufacturer narrative:
Initial reporter is synthes sales representative this report is for an unknown extraction instruments/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that on (B)(6) 2019, at the avenue hospital, a nail removal loan set was sent out with an ¿extraction screw for expert a2fn¿ (03.010.373) with damaged threads. These damaged threads meant that the nail could not engage with the extraction screw for nail removal. The nail being removed was an a2fn. The appropriate sized conical bolt was then tried, and also did not engage due to the lip on the inside of the nail. The nail ended up being removed via a small opening in the side of the femur, made with an osteotome. A screwdriver was then inserted into a recon screw hole to push the nail out proximally. Once the proximal end of nail was visible outside the femur, other instruments were used to grip it and pull it out. The nail had an end cap used when it was initially inserted, so bone in-growth or damage to the nails thread was not likely. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity # 1), unknown end cap (part # unknown, lot # unknown, quantity # 1). This report is for one (1) unk - extraction instruments: trauma. This is report 3 of 3 for (B)(4).